Event description:
It was reported that during a hand assisted laparoscopic left colon resection, when the surgeon closed the device across the enterotomy in the intestine and fired the device, it had no staple line after firing. They completed the procedure with a new linear cutter device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded in the device. The reload was received partially fired with seven staples protruding. In addition, it was noted that the lockout was activated. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have a proper b-formation. It should be noted that when manipulating the device, only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated, it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. A batch record review was performed and no anomalies were found during the manufacturing process.